Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) had a fiber optic failure and was not reading bp through the fiber optic catheter. There was a patient involved, but no harm is reported. To avoid therapy delay the unit was swapped. When pump was swapped customer reports they were able to get a bp reading. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the failure and reported that when the customer connected a training-only catheter there was a "fiber optic sensor failure" alarm. When a known good catheter was connected on site, the error did not reoccur. Product passed all functional and safety tests per manufacturer specifications.